Event description:
It was reported that a solution administration set had a "black foreign object" in the tubing. The reported condition occurred prior to patient use. Therefore, no patient injury/adverse events, nor medical intervention in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation. Visual inspection revealed a black particle in the tube. The reported condition was confirmed. The root cause was attributed to the degradation of the raw material at die point during the extrusion process. Should additional relevant information be received, a follow-up medwatch will be submitted. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.